Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information but was not received.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. Additional report indicate the infection occurred back in (B)(6) 2021 but patient never reported the issue to abbott representative. As a result, the ipg was explanted on (B)(6) 2022 to address the issue. The patient was later discharged and prescribed oral antibiotics.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.